Event description:
The manufacturer representative reported that the patient had a loss of therapy and a return of symptoms in their pain pattern. The return of symptoms was sudden. The patient fell off a ladder from about 5 feet and landed on their implantable neurostimulator (ins). Since the fall they had not been able to communicate using their programmer. The recharger and clinician programmer would not communicate with the ins either. The patient had not had therapy since the fall. An x-ray was taken and the leads had moved. The ins appeared intact. A full replacement of the leads and ins was being scheduled at the time of the report. Indications for use: non-malignant pain failed back surgery syndrome

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found no significant anomalies. However, once received, analysis determined there was a reduced capacity due to an overdischarge. The implantable neurostimulator was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. Analysis of both leads ((B)(4)) found no significant anomalies, the leads cut through, product segmented. (B)(4).

Event description:
The patient reported that he fell off the roof and the system was checked by a manufacturing representative (rep). The patient was reported to have had an explant and implant of a new system. The rep used the 8840 to read the battery and was unable to get any information. The battery was reported to not be working. The leads and battery were removed and before removal, x-rays were taken and the leads had moved from the last post-op x-rays. The issue was resolved at the time of the report.